Event description:
A medtronic representative reported the radiolucent open spine clamp was stripped and would not thread down onto the spinous process. The site had another set and was able to use that clamp for the case instead. There was no impact to the patient.

Manufacturer narrative:
As reported, the adjustment screw threads are stripped not allowing the clamp face to open or close. The clamp face is slightly bent to one side. A replacement clamp was sent to the site for issue resolution.